Event description:
The customer reported that during a laparoscopic hysterectomy, after the device was brought up through the trocar and the jaws were opened, a part of the jaws fell off into the patient cavity. The broken piece was retrieved from the patient cavity and there was no harm to the patient.

Manufacturer narrative:
(B)(4). Date of initial report: 03/21/2014. To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.